Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it is probable that this event occurred due to irregular handling, such as excessive use or the application of excessive stress. The event can be detected/prevented by following the instructions for use which state: chapter title: 3.3 endoscope inspection, 3.5 attaching accessories to the endoscope - handling and general precautions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the distal end cover fell off during an unspecified diagnostic procedure into the patient's oral cavity upon scope withdrawal. It was immediately retrieved and the procedure was completed with a similar device. The procedure involved an olympus duodenovideoscope. There was no patient injury reported.